Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor and urinary dysfunction/sacral nerve stim. It was reported that  patient called to inquire about what to do if they were going to have a dental appointment tomorrow where they were going to get a few fillings. Patient further explained they were just implanted with the interstim x on (B)(6) 2024 and that their friend had helped them set it up and put it on a setting at 4.0 ma, and that it was working really well for them but they didn't know what to do about the dental office. Patient services reviewed dental environment compatibility with the patient and walked the patient through connecting to their settings and the patient stated "it's on program 3 at 5.0 ma. I thought it was on 4.0 ma." Patient services reviewed with the patient that the stimulation would not change on its own however patient kept saying "I thought it was at 4.0 ma" but kept saying the therapy was helping a lot for their symptoms. Patient services reviewed with the patient to write down their program and stimulation levels for future reference and redirected the patient to follow up with their managing health care provider (hcp),  about their concerns. Patient services also reviewed with the patient how to turn the therapy off for a dental procedure involving drills. Patient stated they had an appointment on (B)(6) 2024 with their managing health care provider (hcp) to check their stitches and to check to see if they were on the right setting. Patient also commented while connecting that they were using both hands to hold the handset, communicator and cell phone at the same time so they were struggling. Patient services reviewed with the patient they could put the handset on a table in front of them for more ease.